Manufacturer narrative:
G4:21dec2020. B4:22dec2020. The device was evaluated by the customer who confirmed the reported issue via a continuous blinking red light. The deficiency was observed during preventative maintenance. The customer reported that the battery was replaced by a certified technician. The device was reported to have been repaired. No other anomalies were reported. This case is no longer reportable, as the customer has confirmed that battery malfunction was identified during preventative maintenance, there was no delay to patient therapy, and therefore does not have the potential to result in a death or serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10dec2020.

Event description:
The customer reported a faulty battery and needs it replaced. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.